Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl). The pump basal rate was increased and a food bolus was delivered to address bg levels. The customer attributed their elevated bg levels to food/carbohydrates consumed; therefore, troubleshooting with tandem technical support was declined. The customer's bg levels had decreased to 220 (mg/dl) at the time the event was reported.